Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. On (B)(6) 2025, a follow-up CT was taken showing compression on the left contralateral limb, distal to the gate, near the distal bifurcation. On (B)(6) 2025, the physician contacted a gore rep about performing a reintervention. On (B)(6) 2025, the physician implanted two gore® viabahn® vbx balloon expandable endoprostheses. Reportedly, there was good result with improved flow to both limbs. The physician is unsure about the cause of the compression, but the aorta was a normal diameter.

Manufacturer narrative:
It is unclear which device was compressed. Additional gore® excluder® device captured on this report: sn: (B)(6), UDI: (B)(4), catalog: plc141200. H.6. Investigation findings code c21: investigation findings waiting on results of imaging evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions code d14: based on the imaging evaluation, the compression was confirmed to have occurred on the plc141200, not the plc141000. Since there is no allegation of deficiency against the primary device on this report, it is being retracted.